Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. It was also noted that the device was not explanted, and therefore, is not available for evaluation. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of two months prior, the patient's post operative condition was "satisfactory."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.